Event description:
It was reported that the patient's atrial leadless pacemaker was failing to capture, failing to sense, and exhibited high pacing impedance. Imaging was performed and verified that the device had dislodged. The pacemaker was explanted and replaced on (B)(6) 2024. The patient was stable.